Event description:
It was reported that the patient had been getting shocked and needed the manufacturer representative present for her appointment on (B)(6) 2013. It was stated that the implantable neurostimulator (ins) was off, but the patient was still getting shocked. The ins was placed in 2012 and the patient experienced shocking right away. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v956868, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).